Event description:
It was reported that pump system battery life had deteriorated and required more frequent charging for normal use. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting or follow-up, and case was documented and closed by technical support.